Manufacturer narrative:
The manufacturer investigation results are as follows. The returned 2.4mm drill bit with 65mm stop ((B)(4)) is included in the synapse oct ((B)(4)) and axon ((B)(4)) systems for predrilling prior to insertion/implantation of pedicle screws. The complaint condition was confirmed, as an approximately 10.33mm (calipers: (B)(4)) long fragment of the returned drill bit was found broken off. The broken fragment(s) were retrieved during the procedure. Measurement of the fluted region of the drill bit indicated that any broken fragment(s) were accounted for since the approximate lengths of the fragment and remaining fluted region add up to the fluted region dimension listed in the drill bit drawing (29.5 + or - 1mm). As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned 2.4mm drill bit with 65mm stop ((B)(4)) was manufactured on 18aug09 and drawing (B)(4) was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the information provided it is not possible to determine a definitive root cause for the complaint condition. Upon inspection of the returned drill bit there was no noticeable evidence indicating that the drill bit was misused. It is possible that the drill bit had been damaged previously during use and or sterile processing, which could have contributed to the drill bit breakage. Additionally if the patient had unusually strong/dense bone it is possible that the difficulty experienced when attempting to drill could have caused damage to the drill bit or contributed to it breaking. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: DHR review for part# 388.394 lot # u107890, release to warehouse date: 18 aug 2009, expiration date: na, supplier: (B)(6). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent original posterior cervical fusion surgery at c1-c2 level to repair c1 fracture on (B)(6) 2016 using synapse screws and rods (bilateral construct). The surgeon was advancing the drill into the vertebral body when the tip of the drill bit broke off in the bone. The tip was easily retrieved from vertebrae with no additional time or complications to the surgery and no further fragments were generated. Screws were implanted after drill bit breakage. There was no delay in the procedure and surgery was completed successfully. No patient harm was reported. This complaint involves one device. This report is 1 of 1 for (B)(4).